Event description:
It was reported that patient experienced pain upon contact at the ipg site, one of the patients leads was exposed with granuloma at the wound site. Infection was suspected infection at the wound site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue. Patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated. It was reported to abbott the incisions where the neurostimulator was implanted was not healing properly. The physician observed the follow: one exposed lead with anchorage, a would with a granuloma, purulent material and significant pain upon contact. The entire system was removed, sent to pathology, and antibiotic treatment is initiated. The pathology results came back negative for infection. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.